Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("unintended ectopic pregnancy (second episode)") in a female patient who had essure (B)(4) inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included ectopic pregnancy with contraceptive device (plaintiff had three unintended ectopic pregnancies). In (B)(4) 2003, the patient had essure (B)(4) inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure (B)(4) during the first trimester of pregnancy. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device to be related to essure (B)(4). The reporter commented: plaintiff had three unintended ectopic pregnancies. This case refers to the second ectopic pregnancy, for additional episodes please refer to case 2017-193617 and 2017-193625. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.